Event description:
Having trouble with needles dull. States they often are harder to get through skin, hurt more, then several times when pt opened the syringes to draw up air the plunger will not pull back to allow the air in. Pt then discards the needle/syr goes to new one and has no problem. States quality has declined over past couple months.